Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review of the pump history found: pump error 4 alarm (linenumber: 2690, filenumber: 32122) on (B)(6) 2023 at 16:37:33.000 pump error 3 alarm (linenumber: 1541, filenumber: 2002) on (B)(6) 2023 at 16:37:33.000 pump error 63 alarm on (B)(6) 2023 at 16:48:31.000 (variable=9)(linenumber: 249, filenumber: 2101) followed by pump error 68 alarm at 16:48:34.000, pump error 49 alarm at 16:48:34.000 and pump error 23 alarm at 16:49:03.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4, 3, 63, 68, 49 or 23 alarm during testing. Pump programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Pump passed the leak test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.1 mv). Customer alleged the insulin dosing is weak not confirmed. Pump error 4, 3, 63, 68, 49 and 23 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a hardware low level failure ( pump error 63 alarm), a post-reset ram crc alarm (pump error 23 alarm),  history pointers failed or the history pointers are corrupted (pump error 49 alarm) and trace pointers are invalid (pump error 68 alarm). No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was not able to clear the alarm successfully. The customer will discontinue to use the device. The device will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.